Event description:
One pt sample with discrepant creatinine results. Initial result 261 umol/l. Same sample repeated gave result of 69 umol/l. If additional info is received, appropriate notification will be provided.